Event description:
The complaint/event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer. The connection site of the device reportedly leaked during a flush for the patient. The site was then tightened but continued to leak. The customer stated that changing the device out usually creates a mess with the patient's blood and is particularly bothersome for their pediatric patients and parents. T here were four extension sets that were replaced for this patient's IV before finding one that would not leak. This emdr reflects the four of same/similar complaints with the same lot number but with no different unique information surrounding the reported occurrences.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR was reviewed and no nonconformities were found that would have led to the reported complaint.